Event description:
International customer reported that she underwent a surgical procedure in 2008 and developed an unspecified infection. The patient reports that she underwent a follow-up procedure in 2009 to remove "what was causing" the infection. Additional information was requested; no further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.